Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage was noted on the isolation tape. The insulin pump had an unresponsive escape button due to corroded keypad traces. However, traces of corrosion were found at the electronic and motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, a severely scratched display window and a broken reservoir tube lip.

Event description:
Customer reported that he received an error message on the insulin pump and that it then shut down. He stated that inserting a new battery did not make the display return. He stated that the blood glucose went very low that day due to his doctor making adjustments and that he had passed out. The blood glucose reading at the time of the call was 130 mg/dl. Customer also reported a crack at the bottom of the screen. Nothing further was reported.